Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Additionally, a torn clip introducer was noted during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to open or close (gripper actuation issue) from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) and torn clip introducer (ci) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers would only lower half way. Several attempts were made to move the grippers however they would not function as expected therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.